Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the loss of the abnormal image was unable to be identified, as it was not reproduced during the device evaluation. However, it¿s likely a temporary abnormal image occurred due to a damaged charged coupled device unit. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, the endoeye flex 3d deflectable videoscope while being used in combination with the evis exera iii video system center, found that the objects in the image could not be observed. The facility finished the procedure with a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated, and the reported issue of the image problem was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. The image problem was found to be due to breakage of the image sensor. Additional issues were identified during the device evaluation: the universal cord had a wrinkle, and resin was coming off the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.